Manufacturer narrative:
(B)(6). Investigation result of stent partially deployed. A wallflex fully covered biliary stent rmv and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed. There was a severe kink in the sheath at the guidewire port and the inner catheter was stretched and protruding outside of the guidewire port. Additionally, the stainless steel shaft was slightly bowed, and the tip of the delivery system was bent. Functional analysis found the stent could not be deployed and reconstrained using the handle. However, the stent was deployed manually by pulling the tip of the delivery device. There was no damage to the stent, reconstrainment band, or the inner catheter. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint. The damage to the sheath discovered during the analysis is consistent with the application of excessive force. Therefore, the cause of the observed failures was most probably due to anatomical or procedural factors encountered during the procedure. Consequently, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a wallflex fully covered biliary stent rmv was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2016. During the procedure, the stent failed to deploy. The procedure was completed by using another wallflex fully covered biliary stent rmv. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that stent partially deployed.